Event description:
The patient had recently received ventricular pacing lead impedance out of range. The patient had recently fallen. The is-1 setscrew was suspected to be making intermittent contact with the pin. The pocket was observed to be infected. The device and lead were explanted.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure.